Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified both sides of common iliac artery, external iliac artery, right superficial femoral artery. A 9.0 x 40, 75cm mustang was selected for advanced for dilation. During the first inflation at 8 atmospheres for 3 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.